Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument exhibited a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was still installed in the clevis. Intuitive surgical inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to the start of a da vinci assisted prostatectomy procedure, frayed wires were observed on the prograsp forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.